Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.25 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that on the first two proximal stent strut row, the stent struts were lifted and pulled outwards. The undamaged section of the crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner extrusion shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The physician attempted to pass 2.25 x 20 synergy drug-eluting stent through an internal mammary graft to the distal left anterior descending artery. The stent was unable to completely advance and it was removed so that the area of the vessel could be predilated. When the stent was removed it was noted that one of the stent struts on proximal portion of the stent was damaged. The procedure was completed with a 2.25 x 16 synergy drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product

Event description:
It was reported that stent damage occured. The physician attempted to pass 2.25 x 20 synergy drug-eluting stent through an internal mammary graft to the distal left anterior descending artery. The stent was unable to completely advance and it was removed so that the area of the vessel could be predilated. When the stent was removed it was noted that one of the stent struts on proximal portion of the stent was damaged. The procedure was completed with a 2.25 x 16 synergy drug-eluting stent. No patient complications nor injuries were reported.